Manufacturer narrative:
(B)(4). The customer reported that the resuscitation team collected this defib for use on a pt but found the unit had failed its automated/self test, as it failed the 150j test (the print out showed this). Therefore, an alternative defib was used for the pt. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the resuscitation team collected this defib for use on a pt but found the unit had failed its automated/self test, as it failed the 150j test(the print out showed this). Therefore, an alternative defib was used for the pt. There was no report of negative pt impact.